Manufacturer narrative:
Title: long-term results of tricuspid annuloplasty with 3-dimensional-shaped rings: effective and durable. Source: european journal of cardio-thoracic surgery 60 (2021) 115¿121. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2011 and december 2014, postoperative to tricuspid valve repair with 3d-shaped rings, complications included ring dehiscence on 2 patients. There were also 17 cases of recurrent tricuspid regurgitation.